Event description:
The customer reported that, the shaver handpiece had no power/would not function. There was no reported injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation results: during an evaluation of the shaver handpiece, it was found active on its own when connected to the console. This failure mode is related to pcb failure. A design change has been implemented for this failure mode. There have been no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.